Event description:
Patient was undergoing thromboaspiration procedure for occlusion in left mca m1 using penumbra system, 5max reperfusion catheter and separator 3d (investigational device) were successful in recanalizing the superior and inferior divisions of the left mca. While placing the 088 neuron guide catheter in the cervical ica, there was a significant vasospasm that was relieved by pulling the catheter more proximally and administering verapamil. Additionally, there was evidence of distal emboli in the mid m2 segment from the inferior division of the mca. Subsequent angiograms showed improvement, but since there was a small amount of persistent leakage into the subarachnoid space the decision was made to embolize the vessel. At the end of the procedure the entire left mca remained patent except the embolized distal parietal branch.

Manufacturer narrative:
Please note that a correction was made to the following section(s): the event occurred on (B)(6) 2013.

Manufacturer narrative:
Conclusion: distal emboli and vasospams are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.

Manufacturer narrative:
Please note a new event was added: subarachnoid hemorrhage (sah).

Event description:
After the mechanical thrombectomy, computerized tomography imaging showed a subarachnoid hemorrhage (sah). The sah was still present on postprocedure day 1 and day 2 , but no longer visible on magnetic resonance imaging (MRI) on postoperative day 3. The sah was adjudicated as possibly related to the penumbra system and unrelated to the angiographic procedure and index stroke.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Additional information received by the manufacturer on july 6, 2015 indicated that on (B)(6) 2013, the patient experienced seizures with a possible relationship to the penumbra system and a intraventricular hemorrhage with a probable relationship to the penumbra system.